Manufacturer narrative:
The customer's report of a tubing set with a cracked hub was confirmed. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted the male luer collar had cracks along its sides and a piece of the collar was missing. Only a part of the collar's cavity number could be seen as ending in c. Further inspection observed no stress or tool markings at the break site. No other issue was observed. Functional testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be conducted due to no lot number being provided.

Event description:
It was reported that there was a tubing set with a cracked hub. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was a tubing set with a cracked hub. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.